Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "I have been advised I have capsular contracture" baker grade unknown. This record is for left side. Device remains implanted and is unknown if the device will be returned.

Event description:
Patient reported "I have been advised I have capsular contracture" baker grade unknown. Later patient reported "as per discussed, providing the following info for provision in the event that rupture or gel bleed is found upon explant" and per MRI "clinical indication: assess implant rupture, exclude capsulitis, mastalgia, contracture, pre-operative assessment", "implant shell: several radial folds and indurations", "fibrous capsule: mild diffuse thickening, no nodularity. No abnormal enhancement. Peri-implant free fluid: trace", "nipple-areolar complex: mild retroareolar duct ectasia but no intraductal lesion" and "breast implants are intact. No rupture. Multiple radial folds along the elastomer shell reflect background capsular contracture. No features of breast implant associated anaplastic large cell lymphoma or squamous cell carcinoma. Negative study for malignancy". This record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.